Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked reservoir tube and broken battery tube threads.

Event description:
Customer reported he was experiencing high blood glucose for two days. Customer's blood glucose was 6000 mg/dl, treated with manual injections. Customer's symptoms were headaches. Settings on the device were correct. Alarm history only displayed a low reservoir alert. Bolus history was inaccurate. High pressure test was performed and insulin pump failed twice. Customer was advised to revert to back up plan. No further information reported.